Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the body surface ECG signals disappeared from the carto 3 and the ep recording systems. Error message 21 appeared, and the piu was shut down and restarted again. Since only the body surface ECG signals that disappeared, the complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted electrode ring #1 was damaged. This type of catheter damage is assessed as reportable event. The catheter was electrically tested for the complaint reported. The electrical test failed where electrode ring #1 did not show continuity. The catheter was then dissected the root cause was determined to be due to broken wire. A dimensional test was performed on the rings in order to determined if the ring damaged found was caused due to excessive pu. For this, the catheter was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the lost of ecgs was verified, however the cause of the ring damaged could not be determined.

Event description:
It was reported that during an afib procedure, the body surface ECG signals disappeared from the carto 3 and the ep recording systems. Error message 21 appeared, and the piu was shut down and restarted again. Since only the body surface ECG signals that disappeared, the complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012, bwi failure analysis lab noted electrode ring #1 was damaged. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician was able to remove the catheter safely from the patient without any difficulty. The type and size of the sheath used in conjunction with the catheter was non-bwi sheath (sjm sl1; 8f in size). This returned catheter condition was also not noted by the sender. This catheter condition was not reported during the initial complaint. It was confirmed there was no patient injury reported related to this complaint. This type of catheter damage is assessed as reportable event marking this date ((B)(4) 2012) as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).